Event description:
It was reported that pump experienced malfunction alarm identified by malfunction code, and customer¿s blood glucose level rose to 527 mg/dl. Customer did not take any action to address high blood glucose and did not require assistance from any third party. Technical support provided instructions to reset pump, assisted caller with pump reset, confirmed malfunction did not recur after reset, and advised customer to continue using pump and to call back if any malfunction code recurred, which caller acknowledged and understood.